Event description:
The customer reported that during a procedure, there was a platelet clot aggregation in the reservoir. Patient identifier and age are not available at this time. Terumo bct is awaiting the return of the disposable set for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.

Event description:
This was (B)(4) procedure. No medical intervention was required for this event.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Also, to provide corrected information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Analysis found no conclusive cause. Platelet aggregation was found in the collect port but was not considered extreme nor was it evident in the channel. Root cause: a disposable evaluation was not possible as the set was not received for investigation. Run data analysis has been completed and no conclusive cause was found. Variables which may potentially be related to formation of aggregates during a procedure may include: location of the machine in the donor centre may induce platelet aggregation depending on the room temperature at that location and radiation, platelet aggregation may be seasonal, donor/patient variables (which may include calcium levels), platelet aggregation may be less apparent on spectra because of the filter size and proximity of the filter to the encasing plastic.

Manufacturer narrative:
(B)(4). Investigation: the run data file was analyzed for this event. Approx 92 minutes into the procedure, there was an interface set up too long warning. This warning occurs when the interface took longer to establish than expected. The aim system was not able to detect an interface within 2 minutes. This alarm is a warning only. The machine will continue to run and will auto-clear if the system is able to detect an interface before the 4 minute time limit. Possible causes include: incorrect entry of patient hematocrit, obstructed tubing lines, improperly loaded channel, incorrect interface position. The acd-a ratio used was 12:1. Root cause: the likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependent on a specific platelet count and varies by patient. Every procedure should be observed for platelet clumping in the connector or collect port. Occlusions in the tubing set can cause interface alarms. Occlusions can be caused by air that is trapped in the channel then dislodged into one of the tubing flow paths. Inadequate anticoagulation can cause clumps or clots to form in lines. Occlusions can also occur when the lower collar was mis-clocked in the hex with one of the lines overlapping the plasma line. This could cause the line to become occluded during the procedure thus impeding flow. We have seen these occlusions develop later in a procedure when the tubing becomes warm and softens. Lines can shift when this occurs and overlap each other causing flow restrictions. Mitigation: a platelet clump may be observed being pumped through the collect port. They tend to look like a dark clump which may be light on either side, travelling through the collect port in the connector. Operators may observe this in the image on the collection status screen or by looking through the view port. To eliminate the clump as soon as possible operators should the following: decrease the ac ratio to 8:1 until the clump disappears. This may take 100 mls of inlet volume processed once 100 mls has been processed and the clumping has resolved, consider increasing the ac ratio to 10:1. For subsequent changes of the ac ratio, process 500-1000 mls of inlet volume between changes if the clump persists it may become a clot which is much more difficult and sometimes impossible to eliminate. In this case, keep the ac ratio at 10:1 to minimize the impact on efficiency. Clumping can affect collection efficiency by interfering with proper separation in the connector and/or chamber. Assess the reservoir filter for excessive clumping that could cause an obstruction in the reservoir. Stopping the centrifuge usually clears an occlusion caused by an air block. Ensure proper loading of the tubing set whenever an occlusion is suspected. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.